Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having lateral and rotational movement. Ratchet extension arm passed all functional testing for movement. The reported complaint was not confirmed. Evaluation found no device deficiencies that would have contributed to the reported complaint.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the torque screw on the mayfield modified skull clamp (a1059) did not hold the pressure and the index knob could not lock all the way. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.